Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a signal loss occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did confirm the reported event of transmitter not found. A root cause was determined to be signal loss via the data. The reported issue of pairing failure is reportable based on the finding of connection loss.